Manufacturer narrative:
The devices were not returned for analysis. The lot history record and lot specific similar complaint review could not be performed as this incident is based on an article review, and no device/lot information was provided. Based on available information, a cause for the reported death could not be determined. Additionally, death is listed in the instructions for use as a known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. Dates estimated. Article attached: integrative echocardiographic assessment of patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair.

Event description:
This is filed to report death. It was reported through a research article that between march 2011 and march 2018, 138 patients underwent a mitraclip procedure. Within two years of the procedure, it was reported the implanted mitraclip may have caused or contributed to death. Additional details are listed in the attached article, titled ¿integrative echocardiographic assessment of patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair.¿ no additional information was provided.